Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. The ventilator also passed the final test and all alarm testing.

Event description:
It was reported that the ventilator did not deliver breaths at the set value. With the ventilator set to 24, they were getting 14 on external patient monitor. The ventilator displayed 24 bpm. It is unknown if there was an audible alarm when the reported problem occurred.